Event description:
A patient sample was tested for troponin (accu tni) and a result of 20.550ng/ml was obtained. The sample was re-tested several times and repeated results were in the range of 0.047-0.093ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in 13x100mm greiner serum tubes. The specimen was centrifuged at 3,000g for ten minutes. The sample was run from the primary container and was normal in appearance. Qc was within established ranges prior to the event. System checks performed one week in 2009, passed within instrument specifications. A field service engineer (fse) was dispatched: a) the fse recommeneded that the customer change aspirate probes and check the waste bag. B) ultrasonics were checked and verified. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.